Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged the pump was "randomly going through several different screens without any button presses, sounding an alarm and vibrating but not showing any alarms on the display menu". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the pump was powered on to an auditory alarm. The pump displayed a call service 088 alarm. The pump was opened to find moisture damage on the printed circuit board. The call service alarm was due to moisture damage. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad, and the display was dim with a red hue.